Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer stated that one of the reservoirs o-rings failed and dripped in the reservoir chamber. Customer was advised to put a paper towel in the reservoir to get it dry. Customer stated that there is still moisture in the pump. Customer declined to troubleshoot for reservoir leak and moisture damage.